Manufacturer narrative:
(B)(4). The product was rec'd and testing confirmed the crack and leak in the accuslide base; root cause identified as supplier issue during molding process, resulting in environmental stress cracking.

Event description:
Customer reported priming the line prior to infusion chemo and after running the set in a pump at various rates, the tubing leaks at the section below the accuslide. Cracking is occurring at the accuslide. No pt harm reported. No add'l info was available.